Event description:
Customer reported that there is a button error alarm. The blood glucose reading is 5.8 mmol/l. Customer states that the numbers are ramping.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.